Event description:
The clinician reports the implant was inserted on (B)(6) 2021 in ada 7. On 2023-08-21, loss of osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and inflammation. No further patient complications were reported.